Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off safety alarm and an occlusion alarm occurred. Customer cleared the occlusion alarm and resumed insulin delivery. Customer declined to provide information regarding the auto-off alarm. There was no reported impact to customer's blood glucose.